Event description:
It was reported that during a procedure on the spine that the bur subject to this MDR broke off in the attachment. It was further reported that there was no patient injury associated with this breakage.

Manufacturer narrative:
Device not returned for evaluation. Packaging discarded at account, therefore, no lot number available for further evaluation.